Manufacturer narrative:
Method - review of device history & complaint history. An evaluation of the device cannot be performed as the reported device was not returned to the manufacturer. Device history review indicated the device was manufactured and released into stock with no reported discrepancies. Complaint history review indicates there have been no other events for the reported catalog number and lot ID. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, cup would not thread onto cup impactor. We tried an alternate impactor handle and had the same problem. We then opened another cup (same size and type) and this cup threaded on just fine.